Event description:
It was reported to nevro that in (B)(6), a patient was admitted to the hospital and an ultrasound was done at the ipg site. The patient was found to have a hematoma and no infection. The patient was prescribed IV antibiotics prophylactically to ensure that he would not get an infection. The physician indicated that the ipg was not the issue and therefore it was not explanted. Follow up report indicated that the patient was discharged and he was doing well. The device was functioning and pain is under control.